Manufacturer narrative:
The treatment tab was opened before the mvct (mega volt computed tomography) was acquired. The user thought he was viewing the scan screen, so with the treat screen displayed, he turned the key to image and then pressed the start button on the status console. The patient was exposed to the treatment fraction for 5.2 seconds when imaging was intended. It is not yet known at this time if there wa a serious injury to the patient.

Event description:
The patient was inadvertently exposed to the treatment fraction for 5.2 seconds when imaging was intended.